Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for low impedance on the right atrial (ra) lead. Atrial undersensing was also noted on the stored and current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.